Manufacturer narrative:
Approximate age of device ¿ 1 year 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2019 the patient was transported to the hospital due to complaints of weakness. This weakness was determined to be due to anemia, ultimately from a gastrointestinal (gi) bleed that was never confirmed because the patient was not stable enough to undergo diagnostic testing. A computed tomography (CT) scan of the abdomen and a tagged red blood cell study were completed and both were negative. The patient presented with shortness of breath, which was reported to be due to an ongoing lung issue and not the lvad device or therapy. However, because of sepsis the patient was previously unable to have a video-assisted thoracoscopic surgery (vats) procedure. Upon admission the patient was found to have a rise in lactate dehydrogenase (ldh) that was not thought to be pump related. The patient was also reported to have low hemoglobin (hgb) related to sepsis. Labs showed elevated troponin levels that remained elevated with electrocardiogram (EKG) changes but no st-elevation. The patient's international normalized ratio (inr) was elevated at admission, and later lowered. Anticoagulation was stopped due to the inr elevation. Routine labs revealed elevated aspartate aminotransferase (ast), alanine aminotransferase (alt), and ldh. Total bili was within normal range. The patient was fluid overloaded, with elevated n-terminal pro b-type natriuretic peptide (nt-probnp). Ast, alt, and ldh lowered as the patient's fluid status improved. These values were thought to be related to right heart failure. The patient was reported to have possible demand ischemia resulting in a non-st-elevation myocardial infarction (nstemi). No myoglobin (mb) was collected and there was no documentation of wall movement abnormalities. The patient was unable to have a left heart catheterization. The lvad was reported to be working as intended and a log file analysis was performed. No unusual events were seen within the log files and it was determined that the mcs equipment was operating as intended. The pump parameters trending was determined to be not suspect of pump thrombus. The lvad temperatures were also within normal ranges. The patient was treated with intravenous (IV) antibiotics and was given 2 units of blood. The patient was discharged to home but returned the night of (B)(6) 2019 again with low hgb, elevated ldh, and liver enzymes. The patient was started on antibiotics. Hemoglobin/hematocrit levels were reported to be stable since (B)(6) 2019, and the patient had not received blood since that date. Coumadin was restarted at a low dose on (B)(6) 2019 when the patient's inr therapeutic. On (B)(6) 2019 troponin was reported to be elevated. Dark stools stopped on (B)(6) 2019 and the patient was discharged on (B)(6) 2019 after declining rehab.

Event description:
Additional information: the previously suspected right heart failure was determined to be not related to the device or device therapy. The patient returned to the hospital on (B)(6) 2019 for low flows and a suspicion for gastrointestinal (gi) bleeding. On (B)(6) 2019 a low flow hazard alarm was confirmed in the log files when the estimated flow measured below the alarm threshold. There were no other unusual events noted within the log files at that time and the pump appeared to be functioning as intended. Sepsis and a gi bleed were later reported to be the cause of these low flow events. The patient was scoped on (B)(6) 2019 where an arteriovenous malformation (avm) in the patient's stomach was treated with argon plasma coagulation (apc). The patient was then discharged on (B)(6) 2019. The patient's final hemoglobin and hematocrit at last discharge both low, but higher than when the patient was initially admitted. The patient remained on oral suppressive amoxicillin and cipro for chronic enterococcus and pseudomonas infections and daily aspirin was to be enteric coated only. Warfarin was on hold for one week and the patient's international normalized ratio (inr) goal was lowered. Bactrim suppressive medication was discontinued as it could cause bone marrow suppression and the patient had chronic anemia.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed one low flow hazard alarm on 07apr2019; however, a specific cause for this finding could not be conclusively determined through this evaluation. A direct correlation between the log file findings, reported events, and heartmate 3 left ventricular assist system (lvas) could not be conclusively established through this evaluation. The system controller event log files contain data from 18mar2019 at 11:58 through (B)(6) 2019 at 15:20 and from 04:57 through 06:42 on 07apr2019. Frequent pi events were captured in both files. Brief low flow events were captured on 07apr2019, resulting in one audible low flow hazard alarm at 05:35:01. Calculated average flow ranged from 2.2-2.4 lpm for the low flow events. No additional atypical alarms or trends in pump parameters were observed for the duration of the files. The pump speed did not drop below the low speed limit for the duration of the files. The system controller periodic log files were reviewed and no additional atypical events or trends in pump parameters were observed. The lvad log files were also reviewed and no additional atypical events were captured. Rotor noise and rotor displacement remained relatively stable over time. The system appeared to be operating as intended. The patient remains ongoing on heartmate 3 lvas. The heartmate 3 left ventricular assist system instruction for use (IFU) lists bleeding, right heart failure, infection, sepsis, and hemolysis as adverse events that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended inr range. The IFU explains the system monitor's pump flow display and explains that changes in patient conditions can result in low flow. The IFU also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Additionally, this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient received a echo on (B)(6) 2019 the noted a ejection fraction of 15 percent. A right catheterization was completed on (B)(6) 2019 that showed mildly elevated right side filling pressures and borderline pulmonary hypertension with normal cardiac output. The pump speed was increased to 4900 rpms. The patient would be continued to be monitored and cautious diuresis was recommended. The patient was discharged on (B)(6) 2019.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).